Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.

Event description:
Procedure type: hernia. Pt gender: unk. According to the rptr: the customer reports that the surgeon deflated the balloon and pulled out the trocar. However, the balloon fell inside the pt. The surgeon retrieved the balloon. The pt recovered. No sample. No pt injury was reported.